Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hst iii system (3.8mm), there was an instance where the proximal seal did not come out when the plunger was pressed. A new device was used and the operation was completed without issue, with no impact on the patient. There were no procedural delays.

Manufacturer narrative:
Trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, g3, g6, h2, h6, h11. The lot # 3000375240 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.